Event description:
The customer reported to customer service that the transformer of her pump in style breast pump would not power the deice. Upon receipt and qe evaluation on october 9, 2014, a breach in the transformer housing was discovered exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on 10/09/2014, a breach in the transformer housing was found. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to failed prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela si not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation: visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was no plugged in so the voltage across the dc could not be measured. Resistance across the dc plug was measured at 0.750m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 54.1 ohms, which is normal and indicates that he thermal fuse did not blow.